Event description:
Caller alleged discrepant results compared with the lab. Results as follows: pt 1: date: ng, inratio: 6.8, lab: 3.3. Pt 2, date: ng, inratio: 1.9, lab: 3.0. Pt 3, date: (B)(6) 2010, inratio: 5.0, lab: 1.9.

Manufacturer narrative:
Investigation pending.